Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the patient experienced seizures at school. The blood glucose reading was 1.7 mmol/l and there was no cgm value reported but it was documented that the cgm value was not hypoglycemic. The device didn't alert the patient due to the inaccuracy and the insulin pump did not reduce or suspend the insulin delivery. The patient was treated with a glucagon injection. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.